Manufacturer narrative:
Eval summary: the problem described could not be replicated and confirmed. Eval: the returned porous impactor was trailed with a tibial plate and appeared to function properly. The tibial plate was not returned with the complaint for review. The device history records were reviewed and found to be intact and conforming, indicating the device was mfg to specifications.

Event description:
It is reported that after using the instrument in its prescribed manner, multiple attempts to disengage the instrument from the implant failed. Only after about 45 seconds of trying, which included pulling the implant out if its implanted position in the bone, was the surgeon able to separate the instrument from the implant.